Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error 10104 was verified. No evidence of any related errors in the event log. Device was unable to power up. Service found the rtc battery voltage low and will replace the battery. The problem source is the low rtc battery.

Event description:
Additional information recieved, no patient involvement. And event date updated.

Event description:
Information was received indicating that it was observed that this cadd prizm vip pump gave error 10104. There are no known adverse effects.